Event description:
The reporter stated the transducer was not operating within its range in the negative value. Pressure leaks below -30cm h2o unstable. There was no testing or treatment reported with this event.

Manufacturer narrative:
Lot 37k12d071 manufactured 11/2007. Samples have been received; however, smiths has not yet completed the investigation. A follow up will be submitted when the investigation has been completed.